Event description:
It was reported that the patients ipg had migrated causing the patient pain. Surgical intervention was undertaken on 09 october 2023, where the ipg was explanted and replaced at a different position.

Manufacturer narrative:
Date of event is estimateed.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.